Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing, leading to a false ventricular fibrillation (vf) stored episode and pacing inhibition with asystole. Technical services (ts) was consulted and noted that the noise is consistent with electromagnetic interference (emi). No additional adverse patient effects were reported. This device remains in service.